Event description:
Patient reported that the v-go needle button accidently released prior to the completion of the 24-hour period on (B)(6) 2021. Patient stated v-go was placed on abdomen. The patient discarded the v-go..